Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 2-jul-2018 with the following findings: on investigation, the keypad was intact and without damage. The keypad cover was removed and did not reveal any evidence of contamination of the button contacts. The pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Further investigation of the alleged unresponsive keypad buttons was not possible due to the blank display screen. Moisture was found inside the pump on the display connector, the keypad connector and the printed circuit board. The audio bolus button was noted to be missing.